Manufacturer narrative:
The product has been received for analysis. This report will be updated if analysis is completed and further information is provided.

Event description:
It was reported that this ra lead was explanted as it exhibited high thresholds and undersensing due to a dislodgement . No additional adverse patient effects were reported